Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) showed a sensed event (possibly ectopic) that occurred on the right ventricular (rv) channel first but was not sensed by the rv lead and therefore was sensed on the left ventricular (lv) lead channel first, which resulted in the lvpp (left ventricular protection period) algorithm inhibiting left ventricular pace (lvp) and delivering right ventricular pace (rvp) only. Previous presenting electrograms (egms) show a similar egm morphology with right ventricular sense (rvs) first and questionable rv ectopic. Sensitivity is currently set to fixed 2.5 millivolts (mv) on the rv channel. Technical services (ts) recommended measuring the under-sensed signal and adjusting rv sensitivity accordingly or programming automatic gain control (agc) on which has a lower nominal sensitivity floor. Alternatively, lv sensing could be disabled; however, according to ts, this would increase the risk of lvp in the vulnerable period of repolarization after a left ventricular sense (lvs) event as lvpp would be deactivated. Ts noted that all programming would be a clinical decision. No adverse patient effects were reported. This crt-p remains in service.